Manufacturer narrative:
The associated device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned evos fixed handle confirms the tip of the device is broken off. The broken piece was not returned with the device. This device shows significant signs of wear/ usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, upon inspection, it was noticed that the tip of the hex driver is broken. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.